Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a manipulation procedure on (B)(6) 2009 due to post operative arthrofibrosis. There has been no revision procedure reported to date.